Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the bearings were worn out and loose creating a situation where the cutter was not able to be inserted. It was determined that this was because the bearings were no longer in axial alignment not allowing the cutter to pass through. It was determined that this failure was caused by worn out bearings (normal wear). It was determined that the drilled neuro-tip leg was due to excessive lateral force placed on the device causing the drill to flex and come into contact with the neuro-tip leg. This was further classified as user error. The assignable root cause was determined to be due to user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during service and repair pre-testing, it was determined that the craniotome device had a drilled leg and failed the cutter insertion test. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.